Manufacturer narrative:
Pump had minor scratched display window. Drive support disk was inspected and no anomaly was noted. Pump was received with no button response due to flattened b, esc, act and up buttons dome switch. Inspected lcd connector and no unlocked connector noted.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act button responded intermittently. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.